Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, the plaintiff was implanted with an ams miniarc sling. It was alleged by the plaintiff's attorney that the plaintiff experienced "erosion, infection, pain, corrective surgery and mental anguish as a result of her implantation." It was also alleged that the plaintiff experienced diminished capacity for the enjoyment of life, a diminished quality of life, and other such damages.